Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (B)(4) displayed a "system error, out of service, revert to manual CPR" message," which was confirmed during the functional testing and the archive data review. The root cause of the system error was the drivetrain motor brake gap was too wide, out of specification, and not adjustable, likely due to a failed drivetrain motor. This caused the autopulse to stop functioning with a system error, per design. The likely root cause of the failed drivetrain motor is the age of the device. The autopulse platform was manufactured in 2016 and is six years old, past the expected serviceable life of five years. Upon visual inspection, unrelated to the reported complaint, observed a hole on the load plate cover that affected the watertight seal. In addition, upon removing the front and bottom enclosures, unrelated to the reported complaint, noted that the channel diecast is heavily contaminated from the fluid and will need to be replaced. The root cause of the observed physical damages is likely attributed to user mishandling. The load plate cover and channel die cast need to be replaced to address the observed physical damages. The archive data review indicated system error 139 (unable to hold compression position), thus confirming the customer's reported complaint. The autopulse platform failed functional testing due to the "system error, out of service, revert to manual CPR" message displayed upon powering on, thus confirming the customer's reported complaint. The drivetrain motor brake gap was too wide, measured at 0.013" out of the specification of (0.008" ± 0.001"). Attempted to perform the brake gap adjustment, but the gap was not adjustable due to a failed drivetrain motor. The drivetrain motor needs to be replaced to address the system error. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (B)(4) was deployed to resuscitate a patient. Upon powering on, the autopulse platform displayed a "system error, out of service, revert to manual CPR" message. The patient expired, and it is unknown if the death is attributed to the device malfunction. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluated the incident and determined that the death was not related to the autopulse device.